Manufacturer narrative:
We do not expect to receive the device for evaluation. Furthermore, the customer could not provide specific information about the time and location of the reported issues. Without specific feedback identifying when the episodes occurred, we could not locate the issue in the log files for analysis. The customer reported that the connection issue occurred again on (B) (6) 2009. They gave us sufficient detail to enable confirmation of the reported problem on that issue. The investigation into this report has not yet been completed.

Event description:
The customer reported that they are having connection issues with their acuity central station, resulting in bedside monitors intermittently appearing in the wrong location on the acuity central station map. Patient bedside monitors would continue to function during the episode. There was no patient harm associated with this episode.